Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: eib, (B)(6). Customer, blurry, po# sjc0015666, tracking po 58813 [update - replacement device used to complete procedure. It cannot be confirmed if original device could be used to complete procedure.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) improper cleaning/sterilization (2) damaged during transport (3) cracked lens the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacturing date is unknown.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.